Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 1 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Correction > on (B)(4), 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with a one touch verio pro meter.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2011 and noted that the returned meter failed testing since there was corruption found in the meter's data. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.